Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number: sd900.501s, lot number: 79p4518, supplier lot number: n/a, manufacture date or release to warehouse date: december 1, 2020, expiration date: january 31, 2021, supplier/manufacture site: (B)(4). No ncrs were generated during production of lot number 79p4518. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the implantation of the cage, the cage broke. The cage appeared to be brittle. The surgeon opened a second cage, and the second cage broke. There was a surgical delay of thirty (30) minutes. The procedure was completed successfully. There was no consequence to the patient. This report involves one (1) trumatch graft cage-long bone >5cm to 10cm/sterile. This is report 2 of 2 for (B)(4).